Manufacturer narrative:
The insulin pump alarmed button error and had no button response due to moisture damage on the keypad trace however; the keypad connector found close properly during our visual inspection. The insulin pump was received with minor scratched lcd window, cracked case near the display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the device alarmed a button error alarm. Device was exposed to sweat. Customer's blood glucose was 156 mg/dl. Customer was advised the device will be replaced. Customer agreed to return the device for analysis.